Event description:
It was reported that approximately 9 months post-implant of a bifurcated device, an infrarenal aortic extension, and bilateral limb extensions, a distal endoleak type I was noted on the limb extension on the left common iliac artery. Reportedly, patient presented with iliac aneurysm which continued to grow causing distal endoleak. The patient was treated with an additional limb extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): remains in the patient.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Medical records were requested; however, denied by the hospital in absence of patient written consent. Based upon the review of lot records, work orders and prior reports no issues were noted. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusion could be drawn.